Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there are large discrepancies between his sensor glucose and his blood glucose levels. The patient's stated that his blood glucose plummeted below 40 mg/dl for five hours, but the sensor glucose read 131 mg/dl. Troubleshooting was initiated for the sensor glucose versus blood glucose meter readings, and the customer found blood underneath the sensor's adhesive patch. The customer was advised on how to properly insert and position the sensor. No products were returned and a replacement sensor was shipped to the customer.